Manufacturer narrative:
Product investigation is in progress.

Event description:
Spent 15 minutes digging in my vagina to retrieve the tampon [foreign body in reproductive tract] uncomfortable -vagina [vulvovaginal discomfort] string broke off the tampon [device breakage] string broke off the tampon... Spent 15 minutes digging in my vagina to retrieve the tampon [complication of device removal]. Case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported.

Event description:
Spent 15 minutes digging in my vagina to retrieve the tampon [foreign body in reproductive tract] uncomfortable -vagina [vulvovaginal discomfort] string broke off the tampon [device breakage] string broke off the tampon... Spent 15 minutes digging in my vagina to retrieve the tampon [complication of device removal] case narrative: consumer reported via email that the string broke off the tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.